Event description:
It was reported that the pt can no longer hear with her device. Testing carried out on (B)(6) 2012, shows 10 electrode channels in status hi. No impact or illness were reported. According to the CT scan results the electrode array is placed in the cochlea and the cochlea is normal.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.